Manufacturer narrative:
(B)(4). Concomitant devices: unknown persona tibial component, catalog #: ni, lot #ni; unknown persona articular surface, catalog #: ni, lot #: ni. It is indicated by the complainant that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is being considered for an additional surgical procedure following knee arthroplasty. Attempts have been made to retrieve additional information, however, no additional information is currently available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and only the bone fracture could be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.